Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 28 mg/dl. The customer stated that she took her blood glucose levels at 8:20, took too long to upload, and lost consciousness by 10:20. The customer stated that the insulin pump is working as designed at the time. Nothing further was reported.